Event description:
A 20-year-old male pt was scheduled for a septoplasty/fess under general anesthesia and was intubated. The case proceeded uneventful until the emergence from anesthesia following the conclusion of the surgery. The pt was extubated fully reflexic, but the distal portion of the tube disconnected and was retained in the pt's trachea, and was removed by grasping with hemostats to prevent further migration into the pt's lungs. This particular type presents potential loss of pt's airway, possibly death and should not be used.